Manufacturer narrative:
Event 3: this report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
It was reported to b. Braun medical inc. That a infusomat space us+standard battery pack (part # 8713052u) was used during a zofran infusion performed on an unknown date. According to the complainant, when the nurse connected the tubing to pump and opened the clamp without starting the drip, the pump started running as a free flow. The pump did not stop it. The nurse stated that the primary bag was lower than the secondary bag. The reporter was not able to confirm if it was backing up into the primary or just going through the pump. The secondary tubing was changed, but the issue remained. The primary tubing was replaced which resolved the issue. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the event. .